Event description:
A surgeon reported a patient with residual astigmatism following intraocular lens (iol) implant surgery. In a follow up phone call with the surgeon, he reported the iol was decentered superiorly and had a positive lens tilt. He is not blaming the iol for the refractive surprise. The patient has a history of age related macular degeneration (pre-existing). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/13/2010 and 10/26/2010 by phone, fax, and mail. Additional information was received in a follow up phone call with the surgeon on 10/14/2010. A completed questionnaire has not been received. (B)(4).